Event description:
No additional information has been provided.

Manufacturer narrative:
Additional data: b5, d9, h3, h6, h10 device evaluation: upon receipt of the device, a visual inspection reflected a scratch that removed the anodized coating near the part number markings. This scratch extends around to the lot number side of the nail. Additionally, a burr has been observed on one end of the nail through the hole on the distraction rod along with residual tissue in the distraction rod grooves. Device x-rays revealed that the locking pin failed and separated the distraction rod from the gear train. Functional testing was unable to be performed due to the broken pin. The device pistons when pressure is applied. Although the root cause is unable to be definitively determined, the broken locking pin could have resulted from the removal process. It should also be noted that the recommended implantation time of 365 days was exceeded, increasing the likelihood of a difficult removal resulting in the locking pin fracturing. Device labeling: per the precice instructions for use (IFU), "the device should be removed after implantation time of no more than one year". Device record review: a review of the device history record (DHR) indicates the device was manufactured to the specified requirements at the time and met all of the required inspections before shipment.

Event description:
Information was received that a little over a year after implantation a revision procedure was performed due to the nail not lengthening. The nail has been explanted and a replaced with another nail.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.